Manufacturer narrative:
Block b3: approximated based on the date of explant.

Event description:
It was reported that the patient had an infection at the ipg site. The patients wound site incision was not healing properly and the patient had symptoms of high fever. The physician believed that the infection was not device or procedure related. The patient was admitted to the hospital and underwent an explant procedure. The patient was placed on antibiotics and the explanted devices will not be returned.